Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was displaying a service indicator and it will not pass the user test. It was also indicated that there an error code was logged in memory indicating a potentially critical failure. There was no pt use associated with the reported failure.